Event description:
Customer called to report issues with removing the needle hub from the sensor. Blood glucose reading was 105 mg/dl. The customer mentioned that she was in the hospital back in (B)(6) for a low blood glucose but she wasn't on a insulin pump at the time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).